Event description:
This ra lead was implanted on (B)(6) 2004 and remains implanted at the time. A call was placed to technical services on 09/15/2016 stating that this lead was involved in low intrinsic amplitudes. The physician was (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).